Event description:
It was reported the patient had turned the internal neurostimulator (ins) on a week prior, had charged within that period and was still getting "attacks" including a "bad one earlier." The patient indicated that the ins had been turned up slightly and had decreased to about a quarter full. The patient reported the "attacks" are worse when the ins was below half power. The patient had to charge twice a week to keep the ins fully charged. The patient was getting daily "attacks" since the battery died sometime around (B)(6)and had taken frova medication for relief. If additional information is received a follow up report will be filed.

Manufacturer narrative:
(B)(4).